Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited foreign material in the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU). The customer stated that "they believe that the liquid leaked from inside the device because it was washed in a damaged state. There was brown liquid on the insertion part when the device was received", when asked about the question regarding 'if they have any idea about what the foreign material was'. The event can be detected and prevented by following the instructions for use mentioned in the reprocessing manual for cyf-vha, and it describes the reprocessing procedures. Olympus will continue to monitor field performance for this device.